Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ ¿ 8.5f bi-directional guiding sheath ¿medium and a foreign material was observed on the usable length of the catheter. It was reported that while prepping the vizigo¿ sheath, they noticed an obstruction in the hemostatic valve. Damage observed was only at the hemostatic valve where the obstruction was located. The staff did not attempt to irrigate the sheath, as the obstruction was noted when the sheath was removed from sterile packaging and placed on the sterile table. There was some material that looked like white plastic obstructing the hemostatic valve. The entire hemostatic valve was not dislodged, but it could have been a portion of it. They exchanged the vizigo¿ sheath, and the issue was resolved. The case continued without any further incident. No adverse patient consequence was reported. The foreign material observed on the usable length of the catheter was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Manufacturer site email and g1. Manufacturer site phone were updated with the most recent contact information. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 00002077 number, and no internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).